Manufacturer narrative:
Investigation completed on portex tubes blue line. P/n 100/860/080 returned and visualized along with inspection. Visualized with no discrepancies. When testing was done after submerged in water, a small leakage was detected with a small tear. The engineering process did not reveal any discrepancies with these model and the device passed 100% before it was released. The cause is believed to occur after leaving the site and usage on patient. Precheck did not reveal any problems, as occurred during procedure . As preventive action, manufacturing personnel were notified by the supervisor and quality engineer on (B)(6) 2020 about failure mode reported by the customer.

Event description:
Information received a smiths medical tracheostomy/pvc - portex tubes blue line ultra (blu) balloon was not staying inflated and from a period of (B)(6) to (B)(6) several times needed to be re-inflated and this was concern for aspiration of secretions to pediatric patient, as it was reported the patient was paralyzed . Tracheostomy change out was done on (B)(6) 2020.